Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: no complaint was received with return of the device. Failure (event) observed during analysis. A partial lead with the connector pin measuring 33.2cm was returned for analysis. External insulation abrasion was noted at 7.7-8.0cm and 11.8-12.1cm from the connector pin, consistent with lead friction to the device can. The etfe coating was intact at these locations. (B)(4).

Event description:
This report is to advise of an event observed during analysis.